Manufacturer narrative:
Findings: unit had missing segment/partial display due to cracked and bleeding lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segment/partial display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No broken lcd window noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and partial display. Customer's blood glucose at time of incident was 85 mg/dl. Customer stated the screen is broken with a scratch and can't read the screen. Customer stated some of the display is showing and other is not. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.